Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: p5d0859s) egia45amt egia 45 artic med thick sulu (lot#: p5d0978s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic lobectomy, while being used for right upper lobe resection, the stapler was not able to fire. It was reported that the surgeon was able to press the green button but was not able to squeeze the handle. Two reloads and amanual handle were used and had the same issue. The procedure was completed by replacing the reload and manual handle from another manufacturer. No patient complications have been reported as a result of this event.